Event description:
On 03/18/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600-2 fibertak¿ suture anchor didn't expand. They set it up again, repeated the step by step and it still didn't expand. This occurred during use with no effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the anchor of the device was not expanded. It was further noted that the suture and anchor was no longer properly assembled to the fibertak. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or improper anchor setting.